Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with cracked battery tube threads and stripped battery cap(p) coin slot.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was 300 mg/dl. The customer reported that the battery compartment was corroded. The customer also reported that the insulin pump had blank display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.